Event description:
This product is an insulin syringe. It comes packed in bags of ten syringes and there are ten bags in a box. The problem with these syringes is that the syringe tip caps come off the syringe while in the bag and when picking up the individual bags of ten syringes, people are having needle sticks because the tip caps have come off and the bare needle is breaking through the outside of the bags.